Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was attempting to bolus with the insulin pump and it went into rewind mode. Then it started to set off a lot of different alarms motor position encoder error, motor error, and check settings. Customer's blood glucose was 237 mg/dl. Troubleshooting was performed and customer stated the drive support cap was recessed. Customer was advised to discontinue use of the device, revert to back up plan, and discontinue use of the device for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion and occlusion tests due to the broken reservoir tube lip. The pump was received with normal operating currents and passed the unexpected restart error, self-test, rewind, displacement, prime and excessive no delivery tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No check setting alarm was noted. The pump had minor scratches on the lcd window, broken battery tube threads, and a missing o-ring on the reservoir tube.